Event description:
It was reported that the customer was hospitalized. The representative attempted to call him back, but the customer disconnected the call. Attempted to reach him several times regarding his admission with no results. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.